Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located at the right lower iliac artery. After release of the 5 x 80 mm supera stent, when the sheath was withdrawn, the distal tip was detached and was trapped in the introducer. During removal of the stent delivery system (sds) the stent remained attached to the delivery system by some struts, despite its release. The whole system (introducer, delivery system and stent) were removed via extraction at the puncture site. No further stenting was attempted. A scopic control was performed to confirm that there was no damage to the artery due to this issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The deployment difficulty and difficulty removing were unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. It may be possible that the noted bends the entire length of the outer member was due to the shaft being bent or entrapped within the anatomy such that the ratchet efficiency was compromised and unable to deploy the stent properly; however, this could not be confirmed. The tip detachment likely occurred due to pulling the partially deployed stent through the restricted area of the introducer sheath exceeds the tensile strength of the tip lumen. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. The difficulty removing and tip detachment was likely due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the lesion was 5.0 mm in diameter. Pre-dilatation was performed with a 5.5 mm balloon catheter at 12 atmospheres prior to stenting. There was no clinically significant delay in the procedure reported. No additional information was provided.